Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked keypad at select button, broken reservoir tube lip, missing retainer and missing reservoir tube oring. Unable to perform displacement test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the plastic ring on the insulin pump had come off. No further information was provided. The customer's blood glucose level was unknown. The device will be returned and replaced.